Event description:
It was reported that pump displayed malfunction alarm code and continued to show same code even after reset. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, then arranged for pump replacement, switched to multiple daily injections as backup insulin therapy, and agreed to place pump in storage mode, reprogram settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid shipping label.